Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the da vinci product to perform failure analysis. The universal side manipulator (usm) was analyzed and tested in an in-house system in normal mode that triggered no errors. The sterile adapter and the instrument were visually inspected and responded properly after several testing. The unit was also test on a patient side cart test platform where there were failures occurred. Failure analysis was not able to replicate the reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, customer reported the drape is stuck on the arm. The customer had to finish the case with 3 arms. Intuitive surgical, inc. (Isi) technical service engineer (tse) requested a picture of the issue. The isi tse also viewed system logs and confirmed sterile adapter issues on the universal surgical manipulator 4 (usm). The customer was able to get this sterile adapter/drape removed but also stated that this issue has occurred with other drapes as well on this arm. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information; however, the customer could not provide any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting manipulator problem an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm to resolve the issue with the drape being stuck. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the usm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: a usm was disabled/abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.